Event description:
The customer reported that her insulin pump was not delivering insulin due to clogging. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting regarding the issue.